Event description:
It was reported that the patient's atrial lead exhibited over-sensed noise. The patient presented for a lead revision. During the procedure, the right ventricular lead was dislodged while extracting the atrial lead. The physician explanted and replaced both, right atrial (ra) and right ventricular (rv) leads. The patient was discharged post-procedure.